Event description:
It was reported that the vns study patient presented bradycardia following intraoperative system diagnostics with 1ma output current during implant surgery. The heartbeat rate dropped to 19 beats per minute. It was reported that the event occurred on (B)(6) 2015 and it resolved on the same date. The event was not ongoing. It was reported that the severity of the bradycardia was moderate. It was reported that the bradycardia was unrelated to study therapy, possibly related to implant surgery and definitely related to stimulation. The treatment was not changed. The outcome of the bradycardia was reported as resolved. The bradycardia did not cause the subject to discontinue from the study. It was reported that the reported bradycardia was considered a serious adverse event but it was not associated to congenital anomaly or birth defect, it did not result in a persistent or significant disability or incapacity, it was not associated with other serious or important medical events and it did not result in an initial or prolonged hospitalization. It was reported that the bradycardia was considered to be life threatening but it did not result in death. No known surgical interventions have occurred to date.

Manufacturer narrative:
(B)(4).

Event description:
Further information was received indicating that the patient did not present any previous history of cardiac events. The patient did not have any family history of cardiac events. The patient presented no pre-existing medical conditions. The cardiac event that the patient experienced was bradycardia. Prior to the event the heart rate was 80. The heart rate during event was 19. The patient's blood pressure prior to and during the event was 150/90. The event occurred intraoperatively on (B)(6) 2015 while performing system diagnostics. The latter returned output status ok and neos no. General anesthesia was used during the intervention. The patient's medications at the time of event included propofol and fentanyl. The length of implant surgery was 97min. Implant surgery was continued. The patient does not present abnormal vagal anatomy. The device was functioning as intended. The healthcare professional believes the arrhythmia was related to vns therapy stimulation.